Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer's insulin pump was not vibrating anymore. The customer's blood glucose was unknown. Troubleshooting was done. The customer stated that the insulin pump was not vibrating when bolusing. The insulin pump did not vibrate when the customer pressed the act button after using the up arrow to set a bolus. The customer confirmed that the vibrate mode was on. The battery in the inuslin pump was not low. Advised customer to insert a new energizer aaa alkaline battery. The insulin pump did not vibrate during the vibrate test. Advised the insulin pump needed to be replaced. Advised the customer to revert to a back-up plan per healthcare provider's instruction. Advised customer that a replacement insulin pump would be request for the customer. Nothing further reported.